Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a "deviation of iol power" occurred after implantation of an intraocular lens (iol). Glistenings caused blurred vision. The iol was exchanged.

Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6 and h.10. The lens was returned wrapped in folded white gauze material inside a small plastic bag. Viscoelastic and what appeared to be blood was dried on the lens. The optic was cut into pieces, typical of damage to remove a lens from the eye. One haptic was dried into a bent position in viscoelastic. The lens was cleaned to remove dried solutions and further evaluate. The lens was allowed to dry prior to evaluation. Glistenings could not be observed during the evaluation of the explanted clean, dry lens. One haptic gusset area had a small chip on the anterior and posterior edge. The other haptic has small cracked damage in the distal area. The optic is nick/chipped on the edge. The optic edge has two areas of cracked damage that extend toward the optic center in the outline of metal instruments used to grasp the lens. One optic portion has the same cracked damage in the outline of instruments used to grasp the lens. This damage was observed in the optic center at the cut line of damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the areas of optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported event. The explanted lens was returned cut into pieces with additional optic damage. These damaged areas were in the shape of instruments used to grasp the lens. Glistenings were unable to be observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the areas of optic damage. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).